Event description:
It was reported that some of the events recorded by the implantable loop recorder appeared to be loss of contact or gain. The loop recorder remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.